Manufacturer narrative:
(B)(4)

Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was discarded and not returned for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that the patient was receiving tpn rate 52ml/ hr in 2000ml thru a central line and noticed air bubbles "sticking to the side of the soft part of the tubing". The nurse removed the tubing from the pump and flicked the tubing a couple times at the bottom part of the silicone segment. The bottom portion of the tubing broke and tpn leaked on the floor and nurse. The IV tubing was changed and no patient harm reported.